Event description:
A consumer reported experiencing blurry distance vision following intraocular lens (iol) implant surgery. She feels that the wrong lens power was used. At the customer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicted the product met release criteria. There have been no other complaints reported in the lot number. At the customer's request, the surgeon was not contacted.